Event description:
Literature was reviewed regarding endovascular treatment of brain arteriovenous malformations after new liquid embolic agents: a sin gle-center 7-year experience with safety outcomes. Multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: onyx 18 liquid embolic deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of deaths were hemorrhagic complications. Among all patients adverse events / device product performance issues included: postprocedural hemorrhage occurred in 13.1% (27/206), 70.4% within 24 hours and 29.6% within 48 hours. These included 6.3% hematomas and 6.8% subarachnoid hemorrhages, resulting in minor morbidity (3.7%, 5/135), major morbidity (3.7%, 5/135), and mortality (2.2%, 3/135). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
N/acitation: de oliveira souza, n.v., cortese, j., soize, s., chalumeau, v., mihalea, c., rodriguez-erazu, f., caroff, j., vieira, m., ikka, l., spelle, l. Endovascular treatment of brain arteriovenous malformations after new liquid embolic agents: a single-center 7-year experience with safety outcomes. Neurosurgery 98 2026. Doi: 10.1227/neu.0000000000003691earliest date of publication used for date of event.no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.